Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the intensive care unit for hypotension and acute gastrointestinal bleeding. The patient's anticoagulation at the time of the event included aspirin and warfarin. The patient was transfused with 4 units of packed red blood cells over a 24 hour period. The date of resolution was reported as (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.